Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to be the failure of the g1 board, which caused the power supply to shut down. The root cause could not be determined. Additionally, it is possible that the procedure may have been delayed or started over due to device malfunction. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the power supply shuts down. In addition, the pixel was chipped due to lcd panel failure and the screen coating was peeling off. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the power of the high definition lcd monitor suddenly turned off and the image disappeared during an unknown examination. There was a 10-15 minute delay to replace the recording device (mv-1d) and redo the inspection which required re-insertion of the scope. The device was inspected before use confirming the image was displayed. There were no reports of patient harm associated with this event.